Event description:
During service by a baxter tech, the device failed the accuracy test by underlivering. Per the service shop, the hosp rep stated that they have no record of any pt incident involving the pump.